Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure for this left ventricular (lv) lead, the lead was always sticking on the guide wire and the guide wire could not cross. Many wires were tried, without success, and a new lead was used to complete the procedure. It was questioned if the insulation layer inside the lead was damaged. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure for this left ventricular (lv) lead, the lead was always sticking on the guide wire and the guide wire could not cross. Many wires were tried, without success, and a new lead was used to complete the procedure. It was questioned if the insulation layer inside the lead was damaged. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection noted blood/body fluid in the lead lumens. A guide wire was passed through the lead starting at the terminal pin end and also at the lead tip end, with no issues encountered. Laboratory analysis was not able to reproduce the reported clinical observations. There was no evidence indicating that the insulation layer inside the lead had been damaged.